Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to inadequate pain relief. Prior to the explant, reprogramming was completed and unable to resolve the reported event. The patient did not undergo a trial period with evoke scs and reported some pain relief during the first month following implantation. The evoke scs system was confirmed to be functioning as intended prior to the explant.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d: expiration date. Section g: date received by manufacturer; type of report. Section h: device manufacture date; evaluation codes. The evoke scs system was discarded. The root cause of the reported inadequate pain relief cannot be definitively determined. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include inadequate pain relief following system implantation and the patient may require surgery (including revision, explant, and replacement) as a result."